Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. In this case, there was a serious injury related to the intervention performed to treat the pvl (change in operative strategy). A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 21mm valve was explanted at implant due to an pvl caused by and aortic injury observed during the post-operative echo. Patient with severe stenosis underwent avr. The procedure was done in right anterior thoracotomy (rat) with poor visibility (there was no support of endoscopy), native valve was removed as usual, debridement accurately performed (circular annulus heavily calcified) and sizing with sizers set. A 21mm valve was choose and implanted correctly, two additional stitches were used in ncc. During the postoperative echo was observed an important pvl between rcc and lcc. Surgeon realized that there was a tear of the aortic wall where the pvl was observed. The surgery was converted in full sternotomy and the valve was explanted. The valve was correctly seated. It was performed a bio-bentall with a 21mm valve and a non-edwards prosthetic conduit size 32mm. No allegation of patient injury due to this event. Patient was reported to be hospitalized in stable condition.